Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with lead dislodged, confirmed with chest x-ray. The patient was stable and no harm was caused to the patient. The lead was repositioned on (B)(6) 2021. The patient was stable.